Manufacturer narrative:
Combination product: yes. The ICD and a fragment of the lead were received for analysis. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for the ICD and the lead were reviewed. All production steps were performed accordingly. The final acceptance tests proved the devices functions to be as specified. Final analysis results for the lead: upon receipt, the lead under complaint was found cut 55.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the lead fragment. In particular 10 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing in the ventricular channel. Based on the characteristics of this insulation damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil and fixation helix were found stretched, these deformations probably occurred during the extraction procedure due to tensile stress. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Interim analysis results for the ICD: as a first step in the analysis, the device was interrogated. The interrogation could be properly performed and it revealed the eri battery status. The device was implanted for approximately 75 months. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. At a next step the memory content of the device was inspected. The data showed an inconsistency between the amount of charge taken from the battery and the battery voltage, which led to the automatic activation of the eri battery status. The data analysis confirmed an unexpectedly low battery voltage. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electrical module was directly measured and proved to be normal and as expected. The battery was sent to the manufacturer for further analysis. To date, the battery analysis is ongoing. As soon as the battery analysis has been completed this report will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
Eri status was identified on the ICD, accompanied by oversensing with artifacts. Both the device and the lead were explanted and replaced.